Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The laser machine was examined at the customer location by an abbott clinical specialist. The specialist gelled the laser for surgical energy and found no change to melt at current settings. There were no changes made to settings. The specialist had discussions with the staff in regards to sterilization technique, construction in building, instrumentation, gloves, noncompliance with post-operative medications. During the discussion, it was indicated the laser room had just been painted and carpet was replaced. The surgery center has changed the drop regimen from prednisolone drops every two hours until seen at post appt. To pred-gati drops 4 times a day. Pred-gati is a combination prednisolone and antibiotic drop. All pertinent information available to the manufacturer has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a diffuse lamellar keratitis (dlk) in both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center noted there was mild dlk was observed around ou. The patient¿s chief complaint was of mild blurred vision but no discomfort or photophobia. Topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017; right eye pre-op 20/20, -5.25 x- .25 x 115; left eye pre-op 20/20, -5.00 x -.25 x 83.